Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with the right plunger case cracked, flippers sticking up and top case chipped and cracked. Event history log review was performed and found no evidence of reported problem. Visual inspection and start-up were performed. The customer?s reported problem was confirmed. According to the investigation, the pump flippers were sticking up and it appeared to be from use. The investigation reported that the pump left plunger case was over 8 years old. Investigators replaced the pump left plunger case, replaced damaged bottom and top cases, plunger cable, right plunger case and plunger case seal. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. The problem source of the reported problem is normal wear (left plunger case is over 8 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited syringe plunger sensor error. No patient involvement reported.